Manufacturer narrative:
Patient declined to provide weight. Event date is an estimate

Event description:
It was reported that the patient ipg became inoperable. As result, the ipg was explanted and replaced. Effective therapy was established post-operative.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.